Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was not communicating and had remained on disconnected mode since (B)(6) 2026 at 14:44. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. A technical support specialist connected to the station to identify the root cause, and the issue was traced to a domain name system failure on the local network that occurred. After the network communication was restored, the station resumed normal communication with the server. The system functioned as intended when the technical support specialist investigated the issue.